Event description:
I had a synthes anterolateral fixator implanted in (B)(6) 2013. I was in a walking cast and the next august when I took a step from an automobile when the fixator plate broke. The device remains implanted because of the risk of losing my leg if the device were to be removed and/or replaced.